Event description:
The facility representative reported an infusion pump which "infuses faster than programmed." Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no information regarding record of any patient injury or medical intervention. No additional information was provided regarding patient's demographics, medication involved, or device programming. No additional contact information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 14 2007. Evaluation summary:evaluation was completed and the customer's reported condition of "infuses faster than programmed" was not confirmed nor duplicated.